Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that post implant, the patient felt a prickling feeling in their chest. It was discovered that the lead had perforated. A second surgery was performed to adjust the lead position, but the lead helix was unable to extend. The lead was removed and replaced with a new lead. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found the helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. After cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The lead was otherwise normal.